Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse, cystocele repair, perineorrhaphy, stress urinary incontinence as well as an anterior and posterior prolapse. It was reported that the patient had a concurrent procedure of a monarc sling placement performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary recurrence, dyspareunia and other. It was reported that on (B)(6) 2012 the patient underwent excision. It was reported that the patient underwent mesh revision/removal on (B)(6) 2012 due to mesh extrusion and incontinence. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and monarc were implanted. It was further reported that the patient underwent a gynecological procedure on (B)(6) 2012 and monarc was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.